Event description:
It was reported that the xenon light source exhibited image blur during an unspecified diagnostic procedure. The procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.